Manufacturer narrative:
A photo and video of the affected sample was received from the customer. The photo showed the packaging of the affected sample. The video showed some material in the fluid of the burette. The reported complaint of material in the sample could be confirmed from the video provided. However, without the return of the used sample, a comprehensive review cannot be performed and the probable cause is unknown. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.

Event description:
The following medical device: 132" (335 cm) 60 drop 150 ml burette set (w/shut-off), pre-pierced port, 4-way stopcock, clave¿, rotating luer, 1 ext, 1 drop-in microclave¿ ext set. The customer reported white particle/material floating inside the buretrol while preparing for his cases that day. He primed the set with a 500ml 0.9% normal saline bag in order to show the white particulate in a customer-provided video for complaint investigation. There was no patient involved in this reported event.